Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated completely, and no tones were noted in response to magnet application. The patient wanted to have the device deactivated due to wishes of a do not rescusitate (dnr) order.